Manufacturer narrative:
(B)(4). Batch #: 417a24. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device and a reload b present. The reload loaded 348a76 had the proximal 26 drivers up and the swing tab in the locked position. The reload b 348a76 had the proximal 58 drivers up and the swing tab in the locked position. The reload swing tabs were reset in order to fire the cartridges. The device was tested for functionality with the returned reloads and fired without any difficulties however, the staple line at the distal end showed that 2 staples were malformed in both reloads. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that 3 staples were malformed when fired on the blue height selector position. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. The swing tab in unlocked position is consistent with an improper loading technique. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a large intestine perforation, the knife stopped in the middle of the cartridge at the 1st firing. Another device and cartridge were used, but the knife stopped on the way of the firing again. Another second device was used to complete the case. There were no adverse consequences to the patient. No further information is available.